Event description:
Confirmation was received that the failure occurred in-vitro. Leakage was detected during the preparation procedure.

Manufacturer narrative:
Results: based on the limited information provided no root cause can be determined. (B)(4).

Event description:
It was reported that an air leakage occurred during usage of the mo.ma cerebral protection device in a patient. No patient complication was reported.